Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system instrument being used outside of a procedure. It was reported that there was a damaged spine clamp. The washer was missing and there was no indication of how the instrument was damaged. There was no patient present when this issue was identified. No further information provided.